Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user had been using a cartridge of strips that had expired. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date" following the above, the user opened a new cartridge of strips, however he still received inconsistent readings. The user reported that at a routine doctor's appointment, the dario meter was reading lower than the doctor's meter. The user also reported that he received a bg reading in the 190 mg/dl to 200 mg/dl range from his dario meter, which was higher than the bg reading that he received from his non-dario meter. The user stated that his normal bg reading is approximately 102 mg/dl, however he has a smart device at home which gave him a bg reading of 80 mg/dl. Due to the inconsistencies above, dario's control solution and a replacement of dario's meter were sent to the user together with a return material authorization (RMA) package, to further investigate this issue. After the new dario control solution were received, dario's representative followed up with the user. The user's dario meter and strips were tested with control solution: the meter read within range for both tests. Control solution level 1 test results was 131 mg/dl (range 101-146 mg/dl). Control solution level 2 test results was 217 mg/dl (range 176-253 mg/dl). As of this date, the RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.

Event description:
On (B)(6) 2023, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported that he received inconsistent readings. In addition, the user reported that his doctor stated that the dario meter is reading inaccurately.

Event description:
On october 2nd, 2023, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported that he received inconsistent readings. In addition, the user reported that his doctor stated that the dario meter is reading inaccurately.

Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user had been using a cartridge of strips that had expired. Dario's user guide states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date" following the above, the user opened a new cartridge of strips, however he still received inconsistent readings. The user reported that at a routine doctor's appointment, the dario meter was reading lower than the doctor's meter. The user also reported that he received a bg reading in the 190 mg/dl to 200 mg/dl range from his dario meter, which was higher than the bg reading that he received from his non-dario meter. The user stated that his normal bg reading is approximately 102 mg/dl, however he has a smart device at home which gave him a bg reading of 80 mg/dl. Due to the inconsistencies above, dario's control solution and a replacement of dario's meter were sent to the user together with a return material authorization (RMA) package, to further investigate this issue. After the new dario control solution were received, dario's representative followed up with the user. The user's dario meter and strips were tested with control solution: the meter read within range for both tests. Control solution level 1 test results was 131 mg/dl (range 101-146 mg/dl); control solution level 2 test results was 217 mg/dl (range 176-253 mg/dl). As of this date, the RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available. Addition for the follow-up report: RMA investigation test results with dario's control solution concluded that the readings were within range: level 1 test results were 133 mg/dl, 137 mg/dl, 142 mg/dl, within the range of 107-155 mg/dl. Level 2 test results were 220 mg/dl, 222 mg/dl, 229 mg/dl, within the range of 183-264 mg/dl. The RMA package was received for investigation on november 9th, 2023. The meter was tested, and was reading within range. Therefore, it was determined that this complaint is not due to a meter issue. There is not enough information regarding the dario strips to investigate. No resolution is available.